Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump had audio anomaly and no delivery alarm. The customer stated that the insulin pump had no sound for low blood glucose. Customer also stated that the top of the reservoir had damage. The insulin pump will not be returned for analysis.